Manufacturer narrative:
The perforator subject to this MDR was returned to manufacturer for eval. A full documentation review was carried out, no issues were identified which may have contributed to this alleged event. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure, the perforator did not stop. It was also reported that there was no pt injury and there was no adverse consequences.